Manufacturer narrative:
E1 completed address: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. ¿ device returned and not reproduced: should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited image has blackout, the issue occurred during inspection for use before patient in the room. There were no reports of patient involvement.